Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer representative regarding a patient who was implanted with a n eurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that high impedance was measured during the procedure using a new lead and ins. Troubleshooting had already included removing the lead from the ins, wiping down the lead and re-measuring the impedance, as well as testing it at 2v and 2.5v, but the #1 electrode consistently measured greater than 4000 ohms. They were then asked to try increasing the pulse width to 360us, but impedance was still high with #1. They then x-rayed the lead to make sure there was no obvious visible issues; the lead appeared intact and unmoved so the healthcare provider decided to close and keep the existing lead as it was. There were no patient complications reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. It was reported that the cause of the high impedances was not determined. Under x-ray the lead appeared to be intact and there was no obvious physical damage. Post-op the rep programmed around electrode 1 and the patient was feeling appropriate stimulation on program c1 at 1.6v. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.